Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The complaint reporter called into technical services stating as they were trying to start the procedure, a warning message appeared on the console to call for service. They were able to restart system and continued the treatment for 20 minutes when the console completely shut off. The warning message said the heating plates malfunctioned indicating an issue with the thermoelectric module. The case was aborted due to this event. The complainant reported no patient issues. Requests for additional information have been unsuccessful. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, subsequently to the event, a filed service engineer (fse) serviced the console and had to adjust the wattage of the radiofrequency (rf) indicating an MDR-reportable malfunction of microwave power out of specification. The MDR is based upon the service results.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The complaint reporter called into technical services stating as they were trying to start the procedure, a warning message appeared on the console to call for service. They were able to restart system and continued the treatment for 20 minutes when the console completely shut off. The warning message said the heating plates malfunctioned indicating an issue with the thermoelectric module. The case was aborted due to this event. The complainant reported no patient issues. Requests for additional information have been unsuccessful. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, subsequently to the event, a filed service engineer (fse) serviced the console and had to adjust the wattage of the radiofrequency (rf) indicating an MDR-reportable malfunction of microwave power out of specification. The MDR is based upon the service results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was analyzed and serviced on site post procedure where a bsc field service engineer (fse) was unable to duplicate the reported event and did not confirm the thermoelectric module failure. The fse ran a mock case (over 20 minutes in duration) without any problems. The fse cleaned the I/o tower contacts, adjusted the radiofrequency (rf) power to within manufacturer specifications and completed functional tests and checks. All systems passed functional testing. The fse ran a second mock case and no problems were found again.